Event description:
The advocate stated the customer's meter had been reading lower than usual. She alleged the customer received readings of 12 and 11 mg/dl. While troubleshooting, it was discovered the meter was missing segments. The customer and advocate had been unaware of the missing segments, but no adverse events were alleged. The meter is to be returned for evaluation. A replacement meter was sent to the customer.